Event description:
The complaint/event occurred on an unspecified date at an unknown facility and involved a chemoclave® bag spike. Based on the photo provided, there is damage on the silicone tip of the product that was attached to a bottle. There was no human harm reported as a result of the reported complaint/event.

Manufacturer narrative:
A series of photos where provided by the customer and clear damage on the top seal was observed on the device. A photograph of the device scanned using computed tomography (CT) was also provided and reviewed. No additional damage or anomalies are observed. One used sample #ib-ch10 was received for evaluation/investigation. As received, a tear/damage was observed on the top of the seal. No additional damage or anomalies were confirmed. Once the clave was dissembled, a spike bent condition was confirmed. No mating devices were returned. Th customer's complaint was confirmed based on the spike bent condition that was observed. The probable cause is the device was accessed with an incompatible mating device during use. The directions for use (dfu) states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The device history record was reviewed and no commodities, discrepancies or anomalies were identified that might lead the condition reported by customer.